Event description:
It was reported that the wrapper on the tray (tyvek) was not on the catheter tray after removing the catheter from the box. There were no patient complications. Followed up with customer it was indicated that the pouch in which the tray is in was not there, tray just in box. The pouch was missing, tray was not in pouch. There were no patient complications reported.

Manufacturer narrative:
Only the tray and (B) (4) catheter were returned. The outer box and tray pouch were not returned. Unable to determine if the pouch was missing or if the tyvek seal of the pouch was not completely sealed. There is a sticker on the tray that says "package not sealed"

Event description:
A customer contacted baxter's (B)(4) regarding increased intra-peritoneal volume (iipv) on the homechoice (hc). The caregiver (cg) stated home patient (hp) does a manual exchange during the day and drained out approximately 4000ml. This drain volume meets iipv criteria. The technical service representative (tsr) found out hp had felt bloated prior to draining the 4000ml. Hp's used 2% and 1% dextrose with a fill volume (fv) of 2500ml and a last fill volume (lfv) of 2500ml. Cg reported the registered nurse (rn) was aware of the bloating and large drain volume issues. A swap of the hc was refused. (B)(4) followed up (B)(6) 2010 with the cg who confirmed on the day of the reported event the hp had a last fill of 2500ml on the cycler. Before beginning the manual day exchange, the hp drained the reported drain volume of 4000ml. The hp then filled with his 2500ml day exchange. The cg stated that she used 4.25% for the day exchange. The cg did not have any specific information regarding the prior day's therapy. She did not recall any alarms and stated no bypassing was done. The hp continued to use the cycler for peritoneal dialysis therapy. No patient injury or medical intervention was reported by the cg for this event.

Manufacturer narrative:
Device was re-examined. The outer box was received in the deco lab, but was not received in the evaluation lab post deco. The small tray cover was also not received with the tray. The tray pouch was not returned with the tray. Unable to determine by the customer complaint, if the pouch was missing or if the tyvek seal of the pouch was not completely sealed. Followed up with the customer to determine what was missing. Follow up with the customer confirmed the tray was received (out of box) without being in a pouch. Engineering was contacted to determine if the large tray cover is missing the label or if it is correct for the dash number. The findings were that the tray is correct for this catheter.